Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2016, it was reported that the device was not meshing properly. On (B)(4) 2016, it was clarified that there was no patient or staff harm/injury associated with the report. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review was not performed as the documentation for lot number 31278900 has not been located or uploaded to livelink at the time of the investigation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(4) 2016 revealed excessive cosmetic damage to the mesher handle and side plates including nicks and scratches. The left latching pin was loose. The comb was deformed and slightly bent on the right hand side. There was minor wear noted to the roller gear and extensive galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4), was worn. The 3:1 ratio cutter, serial number (B)(4), was worn and had some nicks to the cutter blades. The ratchet handle that was returned was for a meshgraft ii device. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(4) 2016 which included replacement of the damaged width plates, bushings, roller, comb, gear, ratchet gear, pin, spring, carrier guide, damaged side plate screws and feet. The 1.5:1 ratio cutter, serial number (B)(4), produced no cut and was deemed non-repairable. The 3:1 ratio cutter, serial number (B)(4), produced no cut and was deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was deformed and slightly bent. The roller was deformed. The test mesh could not be performed due to damaged comb. While the reported event was confirmed, it is unknown from the information provided what caused the comb to deform and become bent. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replaced the damaged width plates, bushings, roller, comb, gear, ratchet gear, pin, spring, carrier guide, damaged side plate screws and feet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was not meshing properly. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.